Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the surgeon requested a small access retractor for a hals procedure. As the sterile package was opened, the nurse indicated that the retractor sheath was torn before it had been used. The surgeon requested another access retractor which was fine. There were no adverse consequences for the patient.

Event description:
Customer reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 148 mg/dl (advantage) and 86 mg/dl (emt's meter) customer was experiencing hypoglycemic symptoms - shaking and not feeling well. Customer's wife called the emts and tested his blood sugar on his meter at 148 mg/dl. The emts then tested him on their meter at 86 mg/dl. Customer was treated with orange juice and crackers. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). Torn retractor sheath. The analysis results found the device was received with a perpendicular tear from the upper retractor ring to the lower retractor ring. The initiation site was at the upper retractor ring. The retractor sheath was completely detached from the upper retractor ring. However, it could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.